Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that patient asked why they feel tingling and what it means. Agent reviewed information. Patient also mentioned that the stimulation makes their foot and toes curl. Patient service reviewed stimulation information with patient. Patient stated that the stimulation was comfortable for them. Patient reported when they turned the therapy off for an MRI it interrupted their system and they went one day and the next day their whole system was interrupted. Patient stated they had to have 2 mris in a row and the patient was so kind and wrote down the steps for them that they need to do so they had it written and tucked in the little device holder. Agent explained that if they turn off the therapy they would not have therapy benefits. Patient was redirected to healthcare provider (hcp).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-oct-07 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that patient asked why they feel tingling and what it means. Agent reviewed information. Patient also mentioned that the stimulation makes their foot and toes curl. Patient service reviewed stimulation information with patient. Patient stated that the stimulation was comfortable for them. Patient reported when they turned the therapy off for an MRI it interrupted their system and they went one day and the next day their whole system was interrupted. Patient stated they had to have 2 mris in a row and the patient was so kind and wrote down the steps for them that they need to do so they had it written and tucked in the little device holder. Agent explained that if they turn off the therapy, they will not have therapy benefits. Patient was redirected to healthcare provider (hcp).